Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose and bottom of battery compartment was damaged. The customer¿s blood glucose level was 32 mg/dl. Customer stated that reservoir was able to lock in place. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing. Device had cracked battery tube threads, stained end cap sticker, no burn noted. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.(B)(4).